Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer indicated via phone call that the pump cannot exit the preparing the prime loop and alarmed motor error. The customer's blood glucose level was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
The device alarmed prime during the basic occlusion test due to loose/protruded drive support disk. We were unable to perform operating currents, unexpected restart error test, self-test, basic occlusion test, occlusion test, prime test, excessive no delivery test or verify prime/fill anomaly and motor error alarm due to prime alarm. The device had minor scratched lcd window, cracked lcd window, cracked case at display window corners, broken battery tube threads, broken belt clip slot and cracked reservoir tube lip.